Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. The patient reported that the first day worked well but at the time of report it was not doing anything. The patient stated that the stimulation had moved to the right side on its own and that they had pain in the hip area. The patient noted that they were not able to void the last time they had gone and usually the urine rushed out. The patient noted that it was working well the day before report and that the night before report they only went to the bathroom one time when it was usually 4 which the patient stated was great. No further complications were reported or were expected.